Event description:
It was reported that the mst11 probe would not rotate past the 10 or 2 o'clock position in the pt's breast. This resulted in a limited amount of samples to the taken and an inconclusive diagnosis. The pt had to have a wick incision as a result. They were unable to finish the biopsy, insufficient samples. They had to go to an open procedure.